Event description:
Hearing performance with the device has been affected. It was initially reported that at the time of surgery channels 11 and 12 were disabled due to being extra-cochlear. At subsequent follow-up visits channels 8-10 was disabled due to non-auditory perceptions and pain. Additionally, recipient had otitis media causing pain in the ear. The audio processor is not being worn at this time. Due to the otitis media the recipient had been on antibiotic treatment. The recipient was re-implanted on (B)(6) 2018. Reportedly the images of 2 x-rays and one CT performed prior to re-implantation showed a fully inserted array. Also, per device explantation report the electrode array was found fully inserted during explantation. No device damages were visible prior to removal.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or malfunction which would explain the reported issue. Based on the explant investigations and the received information, the observed symptoms might have been undesired side effects of ci implantation. Pain and non-auditory perceptions were present with stimulation of the most basal channels, which had been deactivated. However, x-rays and CT scan reviewed by the surgeon indicated that the electrode was fully inserted. Furthermore, the recipient suffered of acute otitis media, which might have contributed to the pain sensation. One channel with high impedance status was observed whilst implanted, but could not be reproduced during explant investigation. This is a final report.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected. It was reported that at the time of surgery channels 11 and 12 were disabled due to being extra-cochlear. At subsequent follow-up visits channels 8-10 were disabled due to lack of auditory percept and pain. Recipient also had otitis media causing pain in her ear. During testing on (B)(6) 2018, the recipient reported pain and testing had to be stopped. The recipient had been on antibiotic treatment which was finished on the day of the integrity test. Revision surgery is scheduled.